Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the connecscr f/insertion handle (p/n: 03.037.010, lot number: l278492) was received at us cq. Visual inspection of the complaint device showed no damage. Functional test: a functional assessment was unable to be performed on the complaint device due to mating devices not being returned. Dimensional inspection: specified dimensions: thread od = mj11x1-4h6h = 10.820 (min) -> 11.000(max) mm measured dimensions: thread od = 10.904mm, conforming. Specified dimensions: inner diameter = 6.35 +0.1/-0 mm measured dimensions: inner diameter = 6.41mm, conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no damage is observed and a functional test could not be performed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.037.010, lot: l278492, manufacturing site: hägendorf, release to warehouse date: 28.april 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows:it was reported that (B)(6) 2020, the connection screw became very difficult to remove at the end of the procedure. Excessive force was needed to disconnect the screw from the nail. Once removed it appeared as though the threads were damaged. The nail was connected to the insertion handle with the ball tip screwdriver. No further information provided.concomitant devices reported: unknown nail (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1), unknown screwdriver (part # unknown, lot # unknown, quantity # 1).this report is for one (1) cannulated connecting screw this is report 1 of 1 for (B)(4).